Event description:
False positive covid test; on january 10th, I went to a pop up testing site in (B)(6) outside of the (B)(6) building. This site was ran by the (B)(6) department of public health. I did not have any symptoms of covid nor was I exposed to anything. As I heard stories of folks testing positive and I planned to travel to (B)(6) for classes that thursday, I thought I would take a test just to confirm. On friday, january 14, the test result came back positive. I then took two rapid antigen tests that same day and those were negative. I was left very confused. Those that I had close contact with including my family, my partner and 3 friends all went to get tested as I also saw them on january 10. All of their pcr tests came back negative as they tested on the 14th, 15th, and 17th. All within the recommended time from the cdc to get tested after possible exposure. None of these individuals are having symptoms as well. I went for another pcr test on tuesday, jan 18th at (B)(6) pharmacy. I frequently use (B)(6) for my testing. I received the results the next day and the results were negative. To this day, I have not experienced a single symptom. I am very disappointed and very dissatisfied by the testing provided by the (B)(6) department of public health. I am vaccinated and boosted, which I am grateful for but I then caused many people around me to quarantine unnecessary, two of which are immunocompromised individuals. I would like to report this testing site and the corresponding laboratory as they need to practice working with specimen diligently to prevent this from happening in the future. When someone received a positive result, it takes a toll on them, mentally and emotionally. The guilt of unknowingly passing it to others. Calling those individuals and apologizing. Locking yourself away from others. All to find out the testing that you trusted was false. Please reach out to the necessary entities to prevent a false positive test from occurring. Thank you. FDA safety report ID# (B)(4).